Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with the device. It was also noted that the over-sheath was not returned with the device. Microscope examination was performed on the bushing, and no discernible failures observed. Dimensional examination was performed on the bushing outside diameter and it was confirmed to be within specification. Functional evaluation was performed and the clip released from the catheter successfully. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.